Event description:
It was reported that the device was leaking at the user facility during a total knee procedure. It was further reported that the device was leaking into a patient. Knee was rewashed to remove ingress of oil before surgeon could continue. The procedure was then completed successfully.

Manufacturer narrative:
Update device evaluation data in h6 methods, results and conclusion codes.

Event description:
It was reported that the device was leaking at the user facility during a total knee procedure. It was further reported that the device was leaking into a patient. Knee was rewashed to remove ingress of oil before surgeon could continue. The procedure was then completed successfully.